Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00599401391 femoral component. Nexgen 12 mm straight stem. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01644 0001822565 - 2021 - 01645

Event description:
It was reported patient underwent initial knee arthroplasty on unknown date. Subsequently, the patient was revised due to stem separation, dislocation and periprosthetic femur fracture. Attempts have been made and additional information on the reported event is unavailable at this time.